Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit intermittent out-of-range pace impedance greater than 2,000 ohms, noise oversensing, and inappropriate atp and shock in association with the implantable cardioverter defibrillator (ICD). Surgical intervention revealed that this lead's integrity had been compromised as a result of subclavian crush. Some of the noise oversensing was attributed to pectoral muscle noise. There were no reported adverse patient effects beyond the early surgical intervention. There was no performance allegation against the associated ICD.

Manufacturer narrative:
Upon return to the boston scientific post market quality assurance laboratory, analysis confirmed the inappropriate shock from noise, insulation break, and clavicle crush. It was also confirmed by analysis that there was trilumen insulation and webbing damage along with polytetrafluoroethylene (ptfe) wear in the area between 278-298 millimeters from the terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.